Event description:
It is reported that a customer found condensation in their insulin pump. The customer has a blood glucose level was unavailable. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A constant motor error alarm was noted during the rewind due to a corroded motor home switch. No button error alarm or noise anomaly could be verified and the displacement test and self test could not be performed due to the motor error alarm. Moisture damage was noted on all electronic assemblies. The insulin pump had a cracked display window, a cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.